Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the pxw35 instrument was used in a case. The surgeon reported that when the dressing was removed a couple of days postoperatively many of the staples had fallen out. There was no consequence to the pt. The device was discarded. 10/06/2000 response from the rep: the staples were malformed and some of the staples had fallen out when dressing removed.